Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9141603. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the reviewed units were found to be free of any discoloration or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that the pegasus bl 22gax1.00in prn-cap y non-pvc needle was found stained before use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse injected the indwelling needle to the inpatient for later injection and surgery. After the nurse opened it, he found that the dosing port of the indwelling needle was stained. When replacing the new indwelling needle, he immediately notified the head nurse and the head nurse informed the equipment department."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pegasus bl 22gax1.00in prn-cap y non-pvc needle was found stained before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse injected the indwelling needle to the inpatient for later injection and surgery. After the nurse opened it, he found that the dosing port of the indwelling needle was stained. When replacing the new indwelling needle, he immediately notified the head nurse and the head nurse informed the equipment department."